Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to diabetic seizures on unknown date. Customer also experienced a low blood glucose and the value was 17 mg/dl. Customer¿s blood glucose value was 112 mg/dl. Customer stated that the insulin pump was kept giving insulin. The insulin pump will not be returned for analysis.